Event description:
It was reported that the right ventricular (rv) lead had no capture at highest settings. The lead was replaced with a new ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4480 competitor implantable pacing lead, implanted: (B)(6) 2005. (B)(4).